Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: I was administering azacitidine sc to a patient. Upon administering the first syringe, a few drops of the azacitidine leaked out of the end of the cstd closest to the patient (where the male and female piece connect). A few drops of azacitidine spilled onto the patient, the rest of the dose was administered. A click was heard when I was connecting all male and female cstd pieces and they looked secure upon administration. The spill was cleansed with gauze and alcohol swabs and the patient was made aware to double wash his pants immediately upon returning home. Pharmacy and apn were made aware. No reported patient injury.

Manufacturer narrative:
This is a duplicate submission. Event already submitted under MFR # 3003152976-2025-00662. All information for this event will be submitted under that number.

Event description:
No additional information.